Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the amplatz extra-stiff support heparin coated wire guide was found to have its core wire protruding from the coils while the physician attempted to alter its tip configuration. It did not make patient contact, and there were no injuries or additional procedures reported.